Event description:
It was reported that during a laparoscopic cholecystectomy, there were dropping clips. Delivery of a few malformed clips which were unusable, and the device was then blocked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.